Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a recoverable fault 23070 was displayed on universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and confirmed the error. The caller was in process of rebooting when the call was received. The tse had caller cycle breakers and emergency power off (epo). The customer stated the system booted up again with errors all related to set up joint (suj) pots latency. The caller disabled the usm 4 and proceeded with the case. The site was completing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: upon powering up the system, with the 4th arm ready for use, the system quickly started generating recoverable faults. The arm had to be disabled prior to use. The procedure was successfully completed with three arms. The patient was a hispanic female that presented with obesity. The reported issue caused no complications, and no medical treatment was required.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The system powered on normally without fault. Once the universal surgical manipulator (usm) 4 port/instrument clutched and moved around, the fault occurred. Errors 23103 and 23105 were present in event logs. Per isi technical service engineer (tse) recommendation, the set up joint (suj) harness connecters at the acj junction were reseated and the suj encoder recalibrated. The issue did not return. No part replacement required. The system was tested and verified as ready for use. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure was conducted by a technical support engineer (tse) when the customer called in for assistance and by the fse when inspecting the system onsite. Investigation revealed multiple errors that may have been related to the system complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a sleeve gastrectomy procedure. This complaint is not reportable due to the following: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.